Event description:
Account alleged that the brake and brake/steer are not working.

Manufacturer narrative:
Technician suggested that the account should drop the mechanism block and check the cable and make sure it is on the rollers. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.